Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. A femoral angiogram was not performed. Reportedly, the starclose se showed carving and the sheath splitting was not correct. The thumb advancer was stuck. Physician tried to use the safety release mechanism with no effect. Surgical intervention was required to remove device. Tissue damage was noted, a patch was sewed at the access site and hemostasis was achieved with surgical suturing. Additional medication was administered. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral angiogram was not performed; however, the physician felt mild calcification at the access site. It should be noted that the starclose instructions for use (IFU), states to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. It also should be noted that the IFU states: do not deploy the clip in areas of calcified plaque. A conclusive cause for the reported safety release retraction problem, device entrapment and patient effect of tissue damage cannot be determined. The reported difficulties splitting the sheath and torn sheath were concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.